Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 19007814.

Event description:
It was reported that patients spinal cord stimulator (scs) system was not working as intended. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.